Manufacturer narrative:
On 10/14/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr submission number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side capsular contracture; baker grade unknown. Concomitant products: left side, 450cc mentor memorygel breast implant; catalog number: 3504504bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission number (B)(4). It was reported that a (B)(6) year-old african american female patient underwent primary breast augmentation with a 450cc mentor memorygel breast implant and was presented with right side capsular contracture; baker grade unknown postoperatively. As a result, the device was explanted, and replaced with allergan brand implant on (B)(6) 2018. On 9/23/2019, mentor became aware that psr submission numbers (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number.